Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was reportedly below 240 mg/dl however the customer could not recall the exact value. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.